Event description:
It was reported that therapy never worked and the patient wanted the system removed. The patient had told her hcp several times that she wanted the device to be removed because it did not work. It was noted that ¿one thing¿ was implanted on the right side and ¿one thing¿ was implanted on the left side. The patient¿s symptoms had not improved and she went to the bathroom all night long and was tired of it. It was noted that the patient¿s niece had helped her with the therapy and it was not working. The patient reported that the device was malfunctioning. It was reported that the patient was crippled and had a broken hip. The patient was hospitalized for four days for high blood sugar over 700 and a bladder infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient couldn't get any sleep because they went to the bathroom all night long.